Manufacturer narrative:
(D10): concomitant device(s): 300-01-15 - equinoxe, humeral stem primary, press fit 15mm (B)(6). 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6).. 300-20-02 - equinox square torque define screw drive kit (B)(6). 310-03-50 - equinoxe, humeral head expanded, 50mm (beta) (B)(6). 314-01-14 - equinoxe glenoid, keeled beta, large (B)(6).

Event description:
Approximately 2 year(s), 6 month(s) and 3 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced unexplained pain. 1 year and 13 days earlier, the patient was admitted for evaluation and treatment of right shoulder pain following previous total shoulder replacement. Did well initially but developed some discomfort. The patient underwent arthroscopy with subacromial bursectomy and found to have an un-united os acromiale. The patient underwent exploration of right total shoulder replacement with exchange of modular humeral head for equinoxe components with insertion of 50x23mm modular head and 4.5mm . The outcome of this event is resolved, and the clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected h6: corrected health effect, component, and investigation clinical codes. H10: corrected.